Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patients that were generated by the access 2 instrument. The elevated accu tnl result from patient a was 8.77ng/ml. The elevated accu tnl result from patient b was 8.84ng/ml. The results were reported out of the lab. The customer indicated that the accu tnl result from pateint a did not match the patient clinical symptoms. The customer re-tested the patients (a and b) original samples for accu tnl. The repeat accu tnl result from patient a was 0.08ng/ml. The repeat accu tnl result from patient b was 0.04ng/ml. No additional event information event information was provided. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.